Manufacturer narrative:
Customer refuses to send product back.

Event description:
It was reported by the user facility that the handpiece was not detected during the procedure. There was a 30 minute delay to obtain a backup device. The procedure was completed successfully. Additional anesthesia was required, but no other adverse consequences or medical intervention was required.